Event description:
Review of device data via save-to-disk showed there was possible oversensing. The rv lead was a competitive product. Further review of device data revealed interference/noise and the lifetime ventricular sensing integrity counter was high, indicating a possible intermittency in the system. The device is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. It showed interference/noise. Additionally, the lifetime ventricular sensing integrity counter is 1318 and the rate of accumulation has been steady. A high value of this count can indicate a possible intermittency in the system.